Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level and reached end of life during analysis. Analysis of device image indicated device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly, voltage is at end of life level. Longevity assessment was performed, and the implant duration exceeded the total projected longevity indicating normal battery depletion.